Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted, with the results listed below: findings from returned product: the iol was extracted from the patient eye and attached to the injector with scotch tape. The optic was partially cut from the edge. Both haptics were detached from the optic. Traces of optic/haptic junction were found on the edges of the optic. The slider was not completely advanced until it stopped. The plunger was detached from the injector body and not returned. The nozzle was broken. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. And we re-installed new lens inside the received tip and released, but we could release the lens without any problems. (We used another plunger for the release test in this time.) Manufacturing records and complaint trends: (serial no.: jbt50cl7; model: py-60r) review of the production records showed no nonconformities and/or deviation from the specifications. Especially, loop pull strength test report of the material lot to which this lens belongs met our criteria. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in (B)(6). Incident date: (B)(6) 2019. Injury performance: cataract phacoemulsification + intraocular lens implantation. In the use of artificial lens, it is found that the ridge is damaged. The lens was removed and the patient developed corneal edema. Product: detached haptic. Patient impact: intraoperative explant + corneal edema.